Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), vaginal infection ("bladder/urinary problems: vag. Infection"), headache ("other injuries/symptoms: headaches") and hypersensitivity ("allergy"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, vaginal infection, headache and hypersensitivity had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, headache, hypersensitivity, menorrhagia, pelvic pain, psychological trauma and vaginal infection to be related to essure. The reporter commented: discrepancy noted: previously essure insertion date was given as (B)(6) 2014 and (B)(6) 2013. Patient received treatment for pain: pelvic pain, abdominal, bleeding: menorrhagia (heavy menstrual bleeding), vaginal infection and headaches. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: essure confirmation test unknown: bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received- case becomes incident. Event injury to herself was removed. New events pain: pelvic/abdominal, bleeding: menorrhagia (heavy menstrual bleeding), psych injury, bladder/urinary problems: vag. Infect., other injuries/symptoms: headaches and allergy were added. Implant date was updated. Explant date was added. Product indication was updated. Lab data was added. Patient's date of birth was added. Reporter's information was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') in an adult female patient who had essure (batch no. A64630) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, left lower quadrant pain, nausea, vaginal itching, dysfunctional uterine bleeding and irregular periods. In 2013, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced abdominal pain ("pain: abdominal"), psychological trauma ("psych injury"), headache ("other injuries/symptoms: headaches") and hypersensitivity ("allergy"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, vaginal infection, headache and hypersensitivity had resolved and the psychological trauma, vaginal haemorrhage, depression, anxiety, migraine, dysmenorrhoea, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, psychological trauma, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted: previously essure insertion date was given as (B)(6)2014 and (B)(6)2013. Patient received treatment for pain: pelvic pain, abdominal, bleeding: menorrhagia (heavy menstrual bleeding), vaginal infection and headaches. Current weight 262 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Hysterosalpingogram - on (B)(6)2016: total bilateral occlusion coils were observed to be in the proximal portion of the fallopian tube bilaterally. Imaging procedure - on (B)(6)2016: essure confirmation test unknown: bilateral occlusion. Most recent follow-up information incorporated above includes: on 31-jan-2020: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- abnormal bleeding (vaginal), psychological or psychiatric problems condition: depression and mental anguish, migraines / headaches, dysmenorrhea (cramping), vaginal discharge, fatigue, weight gain / loss specify which one: weight gain. Onset date of event pelvic pain, menorrhagia, vaginal infection were updated. Reporter information, aka name, lab data, medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') in an adult female patient who had essure (batch no. A64630) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, left lower quadrant pain, nausea, vaginal itching, dysfunctional uterine bleeding and irregular periods. In 2013, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced abdominal pain ("pain: abdominal"), psychological trauma ("psych injury"), headache ("other injuries/symptoms: headaches") and hypersensitivity ("allergy") and underwent tooth extraction ("all top teeth pulled"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, vaginal infection, headache and hypersensitivity had resolved and the psychological trauma, vaginal haemorrhage, depression, anxiety, migraine, dysmenorrhoea, vaginal discharge, fatigue, weight increased and tooth extraction outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, psychological trauma, tooth extraction, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted: previously essure insertion date was given as (B)(6)2014 and (B)(6)2013. Patient received treatment for pain: pelvic pain, abdominal, bleeding: menorrhagia (heavy menstrual bleeding), vaginal infection and headaches. Current weight 262 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion coils were observed to be in the proximal portion of the fallopian tube bilaterally. Imaging procedure - on (B)(6) 2016: essure confirmation test unknown: bilateral occlusion. The following information was received from social media all top teeth pulled. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Event added- all top teeth pulled. Reporter information were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') in an adult female patient who had essure (batch no. A64630) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, left lower quadrant pain, nausea, vaginal itching, dysfunctional uterine bleeding and irregular periods. In 2013, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced abdominal pain ("pain: abdominal"), psychological trauma ("psych injury"), headache ("other injuries/symptoms: headaches") and hypersensitivity ("allergy"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, vaginal infection, headache and hypersensitivity had resolved and the psychological trauma, vaginal haemorrhage, depression, anxiety, migraine, dysmenorrhoea, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, psychological trauma, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted: previously essure insertion date was given as (B)(6) 2014 and (B)(6) 2013. Patient received treatment for pain: pelvic pain, abdominal, bleeding: menorrhagia (heavy menstrual bleeding), vaginal infection and headaches. Current weight 262 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion coils were observed to be in the proximal portion of the fallopian tube bilaterally. Imaging procedure - on (B)(6) 2016: essure confirmation test unknown: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') in an adult female patient who had essure (batch no. A64630) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, left lower quadrant pain, nausea, vaginal itching, dysfunctional uterine bleeding and irregular periods. In 2013, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced abdominal pain ("pain: abdominal"), psychological trauma ("psych injury"), headache ("other injuries/symptoms: headaches"), hypersensitivity ("allergy") and pruritus ("head itched all over all the time") and underwent tooth extraction ("all top teeth pulled"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, vaginal infection, headache and hypersensitivity had resolved and the psychological trauma, vaginal haemorrhage, depression, anxiety, migraine, dysmenorrhoea, vaginal discharge, fatigue, weight increased, tooth extraction and pruritus outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, pruritus, psychological trauma, tooth extraction, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted: previously essure insertion date was given as (B)(6) 2014 and (B)(6) 2013. Patient received treatment for pain: pelvic pain, abdominal, bleeding: menorrhagia (heavy menstrual bleeding), vaginal infection and headaches. Current weight 262 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Coils were observed to be in the proximal portion of the fallopian tube bilaterally. Imaging procedure - on (B)(6) 2016: essure confirmation test unknown: bilateral occlusion. The following information was received from social media all top teeth pulled. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received: new event head itched all over all the time was added. Reporter added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.